Manufacturer narrative:
(B)(4)

Event description:
Additional information received confirmed the following: the patient had a CT scan and a small type ia leak was still identified. The sac has not grown. The physician attributed the cause due to the infolding. The patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system and 10 aptus endoanchors were implanted in a patient for the endovascular treatment a proximal type I endoleak. The endurant aortic cuff was implanted too high due to the user the physician didn't have parallex corrected completely and was a little aggressive with positioning the aortic cuff. The physician implanted a 7mm stent in the renal arteries. There was infolding in the endurant aortic cuff; however, the diameter at the top was approximately 26-27mm inside the struts of the bifurcated stent graft. After the ballooning was performed, most of the infolding was resolved and no endoleak was noted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of CT¿s 29 months post-implant revealed that an endurant stent graft system was implanted in the patient. The maximum diameter aaa measured 6cm. An aortic cuff was seen positioned near the level of the right renal artery which had been stented. The bifurcate was ~1cm below the proximal fabric of the cuff, and several endoanchors were seen implanted between the cuff and bifurcate. Just above the level of the bifurcate possible infolding was seen along the anterior of the cuff. The proximal od of the cuff/bifurcate measured ~30mm, and ~1cm lower measured ~33mm. Near the top of the sac there was slight contrast seen outside the posterior/left side of the stent graft possibly from a proximal type I endoleak. The ipsi limb was on the right side, and was extended with a flared limb into the right common iliac artery. A flared contra limb was placed into the left common iliac artery. Contrast was seen outside the distal end of the left/contra limb; however, the contrast was not observed within the aaa. The distal od of the contra limb measured ~29mm and the iliac artery diameter at that location was 30 ¿ 32mm. Distal to the contra limb the left common iliac and left internal iliac arteries were aneurysmal. The stent graft was patent, and no stent graft kinks or compression was observed. The cause of the contrast seen distal to the left/contra limb appears likely due to disease progression; iliac artery dilatation. The exact cause and source of the contrast seen within the proximal neck is unknown. It is possible that the likely cuff infolding and the short remaining proximal seal length may have contributed to a possible proximal type I endoleak.